Event description:
Pt reported she felt nauseated and threw up at 4:00 am. Her blood glucose read "high" (> 500 mg/dl). The pdm recommended 15 units of insulin. Two hours later, she gave another bolus and the pdm still read "high". After looking through the bg/bolus records, she stated she "must have through the pdm recommended 15 units and only gave herself 1.5 units, but wasn't sure. "She was hospitalized" for a couple of hours" on (B)(6) 2012, (specific time unk). The hospital "did not gave her any insulin and only had her on an IV." She was released "even though her bg was over 300 mg/dl." She "believes it was at 368 mg/dl." She reports she is currently feeling better. User states she has been off the pod since being hospitalized and is taking manual injections of lantus. The pod was discarded at the hospital.

Manufacturer narrative:
The pod was discarded and therefore unavailable for eval. No product assessment can be performed to determine what may have caused or contributed to the pt's condition. The user guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises to treat hyperglycemia first by checking for ketones. If ketones are present, follow the guidance of an hcp. If ketones are not present, take a correction bolus as prescribed by an hcp. Check blood glucose again after two hours. If bg levels have not decreased then take a second bolus by injection, using a sterile syringe. If bgs remain high after a total of 4 hours then replace the pod and contact an hcp for guidance. The user guide further warns,"... If you experience unexpected elevated blood glucose levels, change your pod." Product lot qualification records could not be reviewed since no lot number was provided.